Manufacturer narrative:
One sample was received with the female luer lock disconnected from the tubing. Examination of the disconnection showed evidence that solvent has been applied and that the tubing had been properly seated into the tubing port. The tubing was measured and found to meet specification. There were no manufacturing issues noted that would have contributed to a disconnection. The device history record was reviewed with no issues noted. Smiths was able to confirm the issue; however, no root cause could be determined. CAPA was issued to further investigate the issue. No additional action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The reporter stated that the tube came out of the connector. There was no patient injury or treatment associated with this event.